Event description:
It was reported that the user received an occlusion alert while using an infusion set with a contact detach site, and the issue resolved only after completing a supply change with agent guidance, consistent with an obstruction of flow involving the connector/coupler. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.